Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging studies were returned for evaluation.

Event description:
It was reported that in 2010, the patient was experiencing pain in her neck and back. The patient underwent surgery on spine from t5-l2, t10, t11, and t12. The patient was implanted with rhbmp-2/acs. Post-op, the patient continued to suffer pain in neck and back more excruciating than prior to the surgeries.